Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the procedure to implant a dbs system, communication between the ipg and patient programmer could not be established ((B)(4)). Replacing the antenna did not resolve the issue. Various programmers were tried; however, the error message "ipg not found" continued to be displayed. The physician removed and replaced the ipg which resolved the reported issue. The surgery was extended over one hour.